Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the universal battery charger (ubc) was plugged into the outlet, it released smoke and then did not work anymore.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the universal battery charger (serial number: (B)(6)) releasing smoke and having charging issues were not confirmed. The ubc was not returned for evaluation and no photos of the issues were submitted for evaluation. The root cause of the reported event was unable to be conclusively determined through this analysis. This investigation will be reopened if the unit is returned for evaluation. Review of the device history record for the universal battery charger, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate universal battery charger instructions for use (IFU) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. The user is also warned to refer all service and maintenance of the ubc to authorized and trained personnel. Section 6.0 ¿routine inspection and cleaning¿ within the IFU instructs users to check the ubc for signs of damage at least once per week. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.